Event description:
It was reported that the patient experienced weakness, tachycardia, dizziness and chest pain. The implantable pulse generator (ipg) was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.